Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets were fell off event on (B)(6) 2026. The insertion site was abdomen. Patient experienced bleeding at site. No further information available.